Event description:
Boston scientific received information that high out of range pacing impedances were displayed on this device, which had stabilized and remained within normal range. A memory disk and electrocardiograms was sent for review to technical services as well as engineering. A review of the information presented could not rule out a possible connection issue or a right ventricular lead issue. Engineering discussed possible indication for the out of range pacing impedances. At this time the device and right ventricular lead remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
A review by engineering and technical service of the electrocardiograms and save to disk discussed possible electromagnetic interference or an intermittent connection of the device and right ventricular lead. When it comes to the variable amplitudes engineering analysis discussed the possibility of the device sensing irregular conduction patterns within the patient heart resulting in variable amplitudes on the shock channel, as well as possible parasystole. Engineering confirmed this is normal system operation. At this time the device and lead remain implanted.